Event description:
Pt was presented to the interventional lab with a 75% stenosis of an external iliac artery (no info as to which side). The vessel was described as tortuous with heavy calcification. Proper preparation of the opta pro 5mm x 2cm x 135 cm balloon catheter was completed and no anomalies were noted. The physician passed the balloon catheter over a radifocus guidewire (terumo) to the lesion and inflation pressure was applied to the balloon with an everest indeflator. It is noted that the balloon ruptured at 6 atmospheres. The balloon catheter was safely removed from the pt and the procedure was completed with another pta balloon catheter (brand unk). There was no injury to the pt. The pt is in stable condition.